Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that stim was shutting off 2 times within the past month. This has occurred in the middle of the night when patient (pt) awoke and wasn't feeling stim. He checked his remote and stim was showing as off. Pt stated their ins still had charge in it during these events and had charged his ins the night prior to events. Technical services advised pt to keep a diary of these events (date <(>&<)> time) in case they need to investigate this further in the future.